Event description:
It was reported the customer had a motor error alarm on their insulin pump. During the call, the customer also mentioned differences between their sensor glucose and blood glucose readings. Customer stated their blood glucose would be 125 mg/dl and their sensor glucose would be 80 mg/dl. Customer declined any troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.